Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that the one side of their mouth feels like they have an open bite and can't fully bite down. Their other side feels like it is on top of each other. Patient provided video that confirms open bite on left side. Advised 2 week resting period. Provided information on bite naturally settling and if teeth do shift an impression kit will be sent for new aligners once the bite concerns have been resolved.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.